Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and found host pc was not switching on. A philips field service engineer (fse) went onsite and analyzed the system log files. The fse suspected that the issue with host pc hdd as per error. The fse reseated the host pc hdd, and following that, the system was returned to use in good working order. The similar issue reoccurred on july 21, 2024, and the fse replaced the host pc hard disk. Following the replacement, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 which was implemented on this system. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.